Event description:
It was reported that the patient had frequent low flow events. A computed tomography (CT) scan was performed and the results revealed a possible thrombus located in the outflow graft area of the pump's bend relief. The patient was taken to the operating room (or) to have their outflow graft replaced. When the surgeon reached the bend relief, during surgery, they manipulated it in a way that allowed a beige drainage to come out of it. The replacement procedure was aborted, and instead, cultures from the drainage were taken for sings of an infection. The patient was closed and sent to critical care.

Manufacturer narrative:
No additional information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that patient was experiencing frequent low flow alarms, prompting a computed tomography (CT) scan to be collected for evaluation. The scan revealed a possible thrombus formation between the outflow graft bend relief / lumen. The patient was taken to the operating room (or) on (B)(6) 2022 to replace the outflow graft; however, during surgery manipulation of the bend relief released beige purulent drainage. The gore-tex / outer covering of the outflow graft was removed, and the outflow graft replacement was otherwise aborted, with cultures being taken of the drainage. The procedure improved the ventricular assist device (vad) flow after the extrinsic compression was removed, per the account. The blood cultures never came back positive for an infection, and the beige fluid was believed to be due to the oxidation of the gore-tex layering. The patient remained ongoing on (B)(6). Additional log files revealed intermittent controller faults, along with elevated powers and speed drops, had occurred on (B)(6) 2022. The account stated that the cause of the controller faults, low speeds, and power elevations were due to the outflow graft obstruction. Related manufacturer report number: 2916596-2022-12536

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported extrinsic outflow graft obstruction was confirmed via a submitted computed tomography image by the account. Low speed events with associated alarm conditions, as well as elevations in pump power, were confirmed via the submitted log file data. The submitted log files contained overlapping data spanning from 04jul2022 at 22:22:40 to 13jul2022 at 19:08:19, per the timestamp. Persistent low flow alarms were captured from the beginning of the log file data to 07jul2022 at 16:43:36 due to the estimated pump flow being calculated to be below the threshold of 2.5 liters per minute. Intermittent replace controller alarms/yellow wrench advisories/backup mcu faults were captured on 13jul2022, beginning at 17:26:45 and persisted for the remainder of the log file data. During this time period, there was also elevated pump power and some low speed events. A specific cause for the change in pump parameters cannot be conclusively determined. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system instructions for use addresses pump speed, power, flow, and pulsatility index, and explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The instructions for use contains information regarding the preparation and attachment of the sealed outflow graft. This document instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The instructions for use warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. The heartmate ii left ventricular assist system instructions for use and patient handbook outline all visual/audio alarms and what action(s) should be performed when they occur. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.